Event description:
Since the implantation of this device 2009, patient has been having severe abdominal, lower back and pelvic pain. She has been on pain pills since implantation of device. She's also experiencing vaginal bleeding that gets worse during menstruation. She has no sexual life. Patient also has an allergic reaction to the device causing itching, bumps, and flaking skin, for which her doctor administered a hydrocortisone shot to alleviate symptoms. Her ob/gyn plans for her to have a hysterectomy and for device to be explanted.